Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed total service call and found no issues with the instrument or hardware. The cse ran and verified quality control (qc). The cse ran multi-diluent checks, which were within expected range. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely elevated tni-ultra result is unknown. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s) as preliminary, and the customer stated that the sample will be repeated. The sample was repeated on the same instrument, resulting lower. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.